Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator generated an alarm indicating low expiratory minute volume. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the information provided by the technician, the customer reported that there were issues during ventilation of the patient. The device was checked and no deviation was found. Device successfully passed pre-use check. The device was delivered to the user in working condition. Review of the provided logs confirm occurrence of the reported issues. The event log confirms several clinical alarms have been generated, as an indication of difficulties with ventilating the patient, but there are no technical error codes to indicate a ventilator malfunction. Alarms such as peep low, expiratory minute volume: low, respiratory rate: high and vt insp. Over range indicate an excessive leakage in the patient circuit. Alarms will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. The respiratory rate high and expiratory minute volume low alarms may indicate that there was a leakage in the breathing circuit. The leakage may be perceived by the ventilator as breath trigger from the patient and the ventilator will then initiate a support breath and the ventilator starts auto cycling. This will lead to an increase in the respiratory rate. Delivered expiratory volumes were less than was set which generated low expiratory minute volume alarms. Vt insp. Over range may indicate that combination of settings exceeds the allowable tidal volume for the selected category. According to the technician the pre-use check successfully passed during check up of the device. The conclusion is that the reported alarms occurred most likely due to leakage, but there was no technical malfunction of the ventilator. The root cause of the reported alarms has not been determined, as it remains unknown what was the source of the alarms activation.